Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in forward when in reverse mode and oscillation was disabled. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in forward when in reverse mode and oscillation was disabled. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
(B)(4): failure analysis in progress.

Manufacturer narrative:
The reported event of the device running in the wrong mode was confirmed by a manufacturer service technician through functional evaluation. The e-box was found to have an electrical issue, which is the probable cause of the reported event.